Manufacturer narrative:
Investigation summary/conclusion: with the available information, boston scientific concluded the clinical observation of non-specific product performance allegation is a known inherent risk of the device and is noted within the product's instructions for use (IFU), as well as the product's risk documentation. Device technical analysis: this device remains implanted. As such, physical analysis has not been conducted in our laboratory.

Event description:
It was reported that the pacemaker patient was admitted to the intensive care unit due to an unspecified issue with the pacemaker. The physician requested that a company representative come and check the device. Additional information is being requested.